Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va08ezs, implanted: (B)(6) 2013, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported that the patient was still having concerns regarding their device or therapy but was working with their health care provider (hcp) or manufacturer representative. An appointment date of (B)(6) 2014 was noted. Additional information received reported that the device was reprogrammed on (B)(6) 2014. The intervention taken was that the battery was rotated without repositioning of the leads. It was noted that the patient outcome was that the patient was satisfied.

Event description:
It was reported that the implantable neurostimulator (ins) ¿popped out and turned slowly¿ since implant. The patient had revision surgery two weeks ago to reattach the ins in the patient¿s body. The problem ¿really got bad¿ approximately 6 weeks to 8 months ago when the ins was moving and flipping.